Manufacturer narrative:
The onsite service case was closed on 18mar2025 due to the service proposal being canceled for lack of response from the customer. Multiple good faith efforts (gfe) were attempted on 12mar2025, 19mar2025, and 26mar2025 to obtain confirmation of a part order, part replacement, and issue resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the accept button was unresponsive. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that, due to the accept button issue, they could not increase or decrease the settings of the device and could not enter the service mode. The customer biomedical engineer (bme) informed the rse that the front bezel of the device had previously been updated, confirming that it did not have a navigation ring. The customer requested onsite service by a field service engineer (fse). This investigation is ongoing.